Event description:
Twenty one falsely elevated inrs were obtained. The results were reported to the physicians. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated inr results. Instrument data indicates that the cause for the falsely elevated inrs was the isi value for innovin and the new mnpt value were not entered into the instrument when changing reagent to innovin.

Manufacturer narrative:
No further evaluation of the device is required. Instrument data indicates that the cause for the falsely elevated inrs was incorrect isi and mnpt values. New isi and mnpt numbers for the new reagent were not entered into the system and the old numbers were used. This is a use error. The instrument is operating within specifications.